Manufacturer narrative:
Additional information: d.9, h.3. Plant investigation: on october 28, 2025, reynosa received one (1) complaint product sample from product code 050-87216, lot number 25ar08072. The sample was received open with its original package. The complaint product sample was disinfected according to (B)(4). As the sample was disinfected and prepared for analysis, a leak was found on the cassette film. After further inspection, no other problems were found. The complaint product sample was visually inspected according to (B)(4). During the inspection under the microscope, a cut was observed on the cassette film. No additional abnormalities were identified in the remaining components of the set. The reported issue was confirmed during the evaluation. This kind of damage could have the following causes as per (B)(4): pump door is sharp per closes unexpectedly during set up. Stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product.the file was assessed to determine whether a clinical investigation is warranted. The device history record did not reveal any issues or problems related to the reported symptom code(s). The event was confirmed.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with the pd treatment. The fluid was discovered during treatment complete after treatment. There was fluid found in the pump module area and fluid on the external part of the cassette. Fluid seemed to have leaked from some place on the cassette. There was no tear or apparent damage seen to the cassette. Caregiver was advised to let the cycler dry out overnight and then resume use the next day. In a follow up, the patient's caregiver verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak. The patient let the cycler dry overnight and has been using it since. The cycler set is available to return for investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with the pd treatment. The fluid was discovered during treatment complete after treatment. There was fluid found in the pump module area and fluid on the external part of the cassette. Fluid seemed to have leaked from some place on the cassette. There was no tear or apparent damage seen to the cassette. Caregiver was advised to let the cycler dry out overnight and then resume use the next day. In a follow up, the patient's caregiver verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak. The patient let the cycler dry overnight and has been using it since. The cycler set is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.